Event description:
It was reported that during a da vinci-assisted surgical procedure, the black diamond micro forceps would not hold the wires. There was no report of fragments falling into the patient. There is no further information available.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.